Event description:
Dealer states, this customer ordered a lightweight transport chair model al. She states the washers around the screws on the seat upholstery are coming off. Is this an issue that might cause extra stress on the seat upholstery? I want to be sure it won't tear and allow the customer to fall through the bottom.